Event description:
It was reported that the patient was admitted (B)(6) 2020 for infection. On (B)(6) 2020, the patient had a lower gastrointestinal tract bleed.

Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07813, 2916596-2021-07815, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for infection. On (B)(6) 2020, the patient had a lower gastrointestinal tract bleed.

Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07813, 2916596-2021-07815, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient experienced a bacterial infection inside the pump and had positive blood cultures. On (B)(6) 2020, the patient received a blood transfusion of less than 4 units of packed red blood cells. Anticoagulant treatment at the time of the event was warfarin and aspirin.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2022 when the patient underwent a routine heart transplant (reference MFR# 2916596-2022-12530 for the evaluation of the returned device). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The IFU lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains going on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21oct2016.. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.

Event description:
Treatment for the patient was fasting therapy and anticoagulant control at the range between 1.5 to 2.0 international normalized ration (inr) during fasting. The infection was controlled by an antimicrobial drug.